Event description:
Pt reported the infusion device "hangs up" or freezes after it starts. The infusion device was requested for eval. During a preliminary eval, it was found the up button is flat pressed and only responds to strong pressure. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. Add'l info will be submitted when the eval is complete.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.